Event description:
Pa [physician assistant] placed raytec inside port. Surgeon used raytec. Caregiver noticed a piece of plastic was inside the body on the laparoscopic instrument. Upon inspection it was determined to be the o-ring that is inside the intuitive universal seal. The piece was removed from the body, and the fragment and seal were saved.